Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedances greater than 2000 ohms. The patient experienced increased follow-up due to the lead. The patient presented to the hospital with no capture and the patient has a complete heart block with a junctional escape rhythm. During the procedure the lead was checked via fluoroscopy and there was no clear determination of a lead issue. However, when the lead was tested via pacing system analyzer, high impedance and no capture were observed. Thus this rv lead was abandoned surgically and successfully replaced. Intravenous antibiotics were administered, as a result. No additional adverse patient effects were reported.